Event description:
The surgeon placed surgiwrap in a pt during a c-section on january 04, 2005. There was another surgery performed on same pt about seven months later. At this time the surgeon ordered a pathology report that revealed foreign body response.